Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument handle would return to its initial position when the handle is actuated the first time. The instrument could be cycled without pressing the green firing button. The grasping mechanism was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon was unable to fire device and unable to press the green button. Accordingly, while pulling back on black knobs to open 60 black, reload jaws seemed to hyper extend open. Meanwhile, the metal piece seemed to spring off the handle. The green button then recessed into the handle and could not be pressed. Broken piece was tapped to box. They opened new handle and stapler to resolve the issue in order to complete the case. There was no patient injury.